Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity, heavy calcification and 95% stenosis, pre-dilatation was performed. A 4.0x28mm xience v stent delivery system (sds) was advanced; however, could not cross due to the patients anatomy. The sds was removed and the lesion dilated with an unspecified cutting balloon. The sds was re-advanced; however, still could not cross the lesion, force was applied against resistance and the proximal shaft separated. The sds was simply removed and a 4.0x28mm xience xpedition sds was used to complete the procedure. There was no interaction of devices. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for failure to advance or shaft separations. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted the xience everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Additionally, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Unique device identifier (UDI): (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.